Manufacturer narrative:
Additional information: h10 (investigation results). Correction: h6 (method, results, conclusion). The customer reported problem was confirmed the device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from date of manufacture 01/02/2020 to the present date 12/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a display / screen issue. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A follow-up report will be submitted to report the investigation findings.

Event description:
It was reported that there was a display / screen issue. There was no patient involvement.